Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1296 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the extension set inside the powerglide kit was broken inside the package. The device had not been used.